Event description:
It was reported that the patient had a broken recharger belt. Their connector pin was close to falling out on the recharger. The patient was experiencing leg cramps and their legs felt like rubber. The patient thought the pain they were implanted for came from their hip, groin, and the back of their leg. It was noted that the patient lost stimulation after 5 minutes of it being on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: pnma01411a004, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).